Event description:
The pt experienced a tear at the location of the lead. She felt a strong shock and then did not feel any stimulation. Upon interrogation all impedances were greater than 4,000 ohms. X-rays were taken but it was not clear if the proximal end of the lead was dislodged from the connector block. Revision surgery was scheduled. The outcome is unknown.